Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of the right femoral artery after an aortic valve percutaneous procedure. Reportedly, after uneventful suture deployment, the site continued to bleed. The knot pusher was not used to advance the knot to the level of the arteriotomy. The access site was surgically closed to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was available.